Event description:
It is unclear at this time if the broken device will be returned. The surgeon implanted twelve (eight) cortical strip electrodes on a pt through burr holes and left in place for approximately four weeks. Upon removal of the strips from the pt, the surgeon experienced difficulty removing, the strips broke causing the contacts to severe from the silicone. This pt had twelve cortical electrodes and two broke while being removed. The pt required a craniotomy to remove the broken cortical strip or contacts left in the brain. The craniotomy took place in 2004. The cortical strip electrode is not expected to be returned for evaluation. The surgeon has been implanting these type of devices for over ten years. The surgeon had experienced the same type of incident with a different vendor of cortical strip electrodes. Additional info was received from the surgeon. The surgeon indicated he used a smaller insertion tool to implant the devices, therefore he feels the smaller tool, left smaller holes and had fewer cerebrospinal fluid leaks but also made it much harder to remove the electrodes.